Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Additionally, it was reported that an unexpected reset occurred. A cartridge change was performed to resolve the issue. It was also reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the altitude alarms were cleared and insulin delivery was resumed. Here was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm altitude issue was verified. Additionally, the alleged cartridge alarm issue was verified in the pump logs; however, no failure was identified. Also, based on the analysis, the alleged reset alarm issue could not be verified.